Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level dropped to 34 mg/dl after taking too much insulin. The customer was fighting a cold. The customer had abdominal pain/urination. Customer's blood glucose level went up to 546 mg/dl. The customer treated his blood glucose level with the insulin pump and injections. The time/date were not correct. The device was not returned.